Manufacturer narrative:
Product information was unknown. Supplemental report will be submitted once additional information becomes available.

Event description:
A reported incident involving unspecified disposable device during installation into both y-sites via a needleless connector, the y-site broke apart. The event occurred during patient use. There was patient involvement with no injury reported.